Event description:
Open technique was used to insert power port portacath. Guide wire straightener was used as a plug to prevent backflow bleeding. Straightener was lost in the vessel (left external jugular vein).